Event description:
It was reported that an ilet pump repeatedly displayed alert 36 indicating an invalid hall sensor state after multiple restarts, resulting in hyperglycemia with a documented blood glucose of 326 mg/dl. The user transitioned to subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed a suspected internal sensor malfunction consistent with an invalid hall sensor state affecting insulin delivery control. It was concluded that the cause was a device malfunction related to the insulin delivery sensing mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.